Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and mesh was implanted into the patient. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted concurrently with lso, and lysis of adhesions, due to ovarian cyst and sui. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/18/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a diagnostic laparoscopy, enterolysis, cystourethroscopy and urethral dilatation on (B)(6) 2011, due to pelvic pain, bladder pain and urinary retention.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.